Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned for investigation. Data logs show that the placement signal raised an unreliable alarm. This optical signal does not align with any known trend of sensor failure. The doctor confirmed the proper pump position during the placement signal's unreliable alarm. Therefore, the root cause of the optical signal issue was not determined since sufficient clinical information was not provided and product was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. Despite this, the patient remained hemodynamically stable and continued to receive effective support from the pump.